Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13948. It was reported that during the implant procedure, the physician was unable to fix both the right ventricular and right atrial leads. The procedure was completed using replacement leads. The patient was stable.